Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer stated, that he received the chair and the frame is bent.

Manufacturer narrative:
Additional/updated information was added to reflect the device being returned to the manufacturer for evaluation, and subsequent testing verified the complaint. The underlying cause could not be determined after reviewing the documentation in this investigation. Per the initial evaluation, both seat rails were bent and would not fit into the h-blocks. An expanded evaluation was performed. Per the expanded evaluation report, the right side seat rail was bent inward so that the seat rails would not fit into the h-blocks and the seat upholstery would sag.

Event description:
The dealer stated that he received the chair and the frame is bent.